Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the out tubing overlay had cosmetic environmental stress cracks and melted. The outer insulation had a cosmetic depression, the out tubing had environmental stress crack breach (non-electrical), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported the device was explanted and replaced due to sensing difficulty. Additionally, the rv lead was capped and replaced due to oversensing. The patient's wife reported the patient was transported from one facility to another for the system replacement because the patient was "so sick." No patient complications were reported as a result of this event. Further there were allegations by an attorney indicating the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.